Manufacturer narrative:
The oad was received at csi for analysis, with a guide wire engaged. Visual examination revealed the driveshaft was fractured at the proximal edge of the crown. The distal driveshaft fragment was not returned. There was some dried adhered biological material observed on the spring tip. There was no damage observed that would have contributed to the accumulation. The morphology and exact root cause of the accumulation was unknown. Driveshaft flexing at the weld location can initiate a fatigue fracture and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. When tested, the oad functioned as intended. At the conclusion of the device investigation analysis, the report that the oad fractured was confirmed. It was hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance, which pushed the driveshaft into a tight bend shape, however the exact root cause of the fracture event was undetermined. The diamondback coronary orbital atherectomy system instructions for use states the following warning, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Additional patient and event information has been requested, but has not yet been received. If additional information is received a supplemental report will be submitted. Csi ID: (B)(4).

Event description:
The driveshaft of the diamondback coronary orbital atherectomy device fractured.